Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was able to rewind the insulin pump and also pass the displacement test. Pump error did not occur during rewind. Customer was assisted with self-test and self-test failed. The insulin pump will not be returned for analysis.